Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a downstream occlusion error. Per reporter the patient's therapy was delayed, and the pump was swapped out.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed downstream occlusion (dso) seal glue dried and found bulging on the dso seal. The event history log confirmed an occurrence of downstream occlusion. Functional testing was unable to replicate the reported issue. The root cause was determined to be the dso seal worn out. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.